Manufacturer narrative:
The device was received for evaluation with a white adapter attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The white adapter was hand removed from the female connector. There were no leaks or issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue with a minicap extended life pd transfer set. It was further described as "unable to disconnect the cycler patient line from the transfer set". This occurred during use of devices for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.